Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 june 2023, a 28mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for a left atrial appendage occlusion (laao) procedure using an unknown delivery system. During the procedure, the activated clotting levels (act) was fine and heparin was administrated. When the device was released from the delivery sheath, the amulet lobes are tilted in the landing zone. A repositioning was necessary, during the repositioning in the left atrial appendage a pericardial effusion was noted on transesophageal echocardiogram (tee). Pericardial effusion lead to cardiac tamponade. A pericardiocentesis was performed and the bleeding was stopped. The patient needed a longer hospital stay. The procedure was delayed. The patient was reported as stable after wards.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer amulet delivery sheath. During the procedure, the activated clotting levels (act) was fine and heparin was administrated. When the device was released from the delivery sheath, the amulet lobes are tilted in the landing zone. A repositioning was necessary, during the repositioning in the left atrial appendage a pericardial effusion was noted on transesophageal echocardiogram (tee). Pericardial effusion lead to cardiac tamponade. A pericardiocentesis was performed and the bleeding was stopped. The patient needed a longer hospital stay. The procedure was delayed and terminated. The patient was reported as stable after wards.

Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and unexpected medical intervention was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the amulet lobes are tilted in the landing zone when the device was released. During the repositioning in the left atrial appendage, a pericardial effusion was noted which lead to cardiac tamponade. A pericardiocentesis was performed and the bleeding was stopped. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.